Manufacturer narrative:
The reported failure of active exhalation purge valve testing is accommodated in the product risk management file as being linked to hazard with description patient exposure to function / deterioration of function. Complaints for this failure are reviewed via the post market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures.

Event description:
The manufacturer received information that a trilogy 100 ventilator was returned to the manufacturer's service center for evaluation for stock recertification. There was no patient involvement and no harm or injury reported. It was reported on (B)(6) 2026 the device failed testing for active exhalation purge valve closed and active exhalation purge valve open. This issue was determined to be due to damage to tubing. Therefore, the tubing was replaced. After repair, the device passed all testing on (B)(6) 2026. Additional findings not related to the malfunction/issue: it was noted rubber feet were missing and required replacement. The top plate enclosure was noted to be damaged and required replacement.